Event description:
It was reported that the customer experienced a blood glucose (bg) level of 780mg/dl. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin. Reportedly, the customer was released approximately 3 days later with the issue resolved; however, customer reported suffered neuropathy as a result of the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.